Manufacturer narrative:
Product event summary evaluation summary: (B)(4) the lead was returned in segments, analyzed, and analysis results revealed an insulation breech between 1st rib and clavicle. Also noted was the conductor was distorted and blood was present on the conductor (not obstructive). This lead has been previously submitted on an alternative summary report for infection but has tested out of specifications and no longer qualifies to be included. (B)(4).

Event description:
The lead was returned after being explanted for an infection and has subsequently tested out of specifications. No performance allegations have been made against the lead. No futher patient complications have been reported as a result of this event.